Event description:
Related manufacturer reference number: 2017865-2021-07912. It was reported that during a routine device follow up, it was noted that there was multiple episodes of noise detected on the right ventricular lead. These episodes were oversensed as high ventricular rate episodes. The lead noise wasn¿t reproducible with isometrics preformed. It was later discovered that there was also noise that resulted in oversensing on the patient right atrial lead. Both leads were both capped and replaced on (B)(6) 2022. The patient was stable throughout.